Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord was tightened and the transformer was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9900 sys had a battery charger failure error during a case. No pt injury was reported.